Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-07-01 13:55:42 cst pli# 20 product ID# 3058. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID: 3093-28, lot #: va0ebr4, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient had loss of symptom relief and device was explanted completely. Not replaced yet but will be replaced in the future by a manufacturer product. There were no further symptoms or complications reported or anticipate.